Manufacturer narrative:
¿The reported event of the atrial noninvasive pacing study (nips) continuing for approximately 3-4 seconds after the release of the burst-button was confirmed based on the analysis of the navigation history from the provided session record. The root cause of the incident could not be confirmed without the system logs of the merlin programmer at the time of the event.

Event description:
During an in-clinic follow-up, a noninvasive pacing study (nips) was performed. Burst pacing was initiated using the merlin programmer, however, upon releasing the button on the programmer, the burst pacing did not immediately terminate. The burst pacing continued for about 4 additional seconds before eventually ceasing. The were no adverse consequences due to the prolonged pacing. The patient was in stable condition.